Event description:
It was reported that the hcp incorrectly programmed a bridge bolus after a lioresal concentration change from 1000 to 2000mcg/ml. The intended dose was 137mcg/day, and pump programming resulted in a bridge bolus dose of 407.8 mcg over 09:48 hrs. Due to the short bolus duration, and inconsistencies with her hand calculations, she called into technical services for confirmation. The hcp bridge bolus calculations were reviewed, and it was found that she incorrectly entered 1000 mcg as the 'old drug desired dose' in the bridge bolus programming. The correct value was 137 mcg, which was the desired dose/day. Technical support suggested the hcp stop the bolus in progress, determine volume infused at the programmed rate, and refigure the needed bolus. A single bolus plus simple continuous dosing was programmed; the dose actually delivered was 387mcg in 67:47 hrs. No pt symptoms were reported. A follow-up report will be submitted if add'l info becomes available.